Event description:
The user facility reported that the device overheated during testing. There was no patient involvement, no medical intervention, no adverse consequences and the procedure was completed successfully. However, there was clinically insignificant delay.

Manufacturer narrative:
Follow-up report submitted to document device evaluation results.

Event description:
No new information.